Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the anesthesia control board.

Event description:
The hospital reported that, during a case, the display blanked out. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.